Event description:
This report is being filed after the subsequent review of the following journal article (abstract): sun, y., et al. (2011). The influence of cervical disc replacement to the adjacent segment degeneration-80 cases of average 3 years x-ray and MRI follow up. China. European spine journal, conference: eurospine 2011 milan, italy, 20 (4):s538. The study objective was to evaluate the degenerative status of adjacent segments after cervical disc arthroplasty. The study included eighty (80) patients that received a single-level cervical disc replacement with a competitor¿s artificial disc and the prodisc-c on an unknown date. There were eight (8) cases of c3-4, fifteen (15) cases of c4-5, forty-nine (49) cases of c5-6, and eight (8) cases of c6-7. Eighty patients (80) obtained average thirty-eight (38) months follow-up. Adjacent segment degenerations were observed in 21 of 152 segments on x-ray. The competitor artificial disc group was much lower (10.0%) than prodisc-c group (18.1%). Forty-seven patients gained MRI follow-up and adjacent segment degenerations were observed in 14 of 94 segments. The competitor artificial disc group (12.5%) was also much lower than the prodisc-c group (22.7%). This is report 1 of 1 for com-(B)(4). This report is for unknown prodisc-c implants, unknown part # / lot #.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI # unknown part number, UDI is unavailable. Sun, y., et al. (2011). The influence of cervical disc replacement to the adjacent segment degeneration-80 cases of average 3 years x-ray and MRI follow up. China. European spine journal, conference: eurospine 2011 milan, italy, 20 (4):s538. This report is for unknown prodisc-c implants, unknown quantity / unknown lot. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.